Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed and used 20ga x 1.00in. Insyte autoguard bc winged unit from lot number 4115808. A device history record review showed no non-conformances associated with this issue during the production of this batch. A visual inspection discovered that the button had already been activated but the cannula was still sticking out of the grip. Microscopic analysis discovered that there was damage to the bottom of the grip that was preventing the needle from fully retracting. Your reported issue was confirmed and determined to be manufacturing related. During manufacturing when the needle hubs are loaded into the grips, machine misalignment may cause a damaged hub/spring/button/grip which may lead to partial retraction/slow retraction/no retraction. A quality control plan and functional check sampling is performed to mitigate the occurrence of this defect. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: needle did not retract when button was pressed during IV start. Any adverse events or serious injury reported to patient or healthcare professional? No.